Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient reported that she experienced high blood glucose levels and diabetic ketoacidosis due to a bent cannula. The site location was patient's abdomen. Consequently, on (B)(6) 2021, she was admitted to the hospital as she was throwing up and her blood glucose level was 276 mg/dl and had urinary tract infection, which she discovered at the hospital. During hospitalization, she was administered insulin drip intravenously and was hospitalized for five days. Currently, her blood glucose level was 125 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.